Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use blood leakage occurred from injection port with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: fluid was administered via the port during surgery. When they injected the fluid, they think that something happened with the "grey thing/valve" that is located inside/under the injection port. Then it started bleeding from the port. Leak from the port. No blood exposure to healthcare workers mucosal membrane.

Event description:
It was reported that during use blood leakage occurred from injection port with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: fluid was administered via the port during surgery. When they injected the fluid, they think that something happened with the "grey thing/valve" that is located inside/under the injection port. Then it started bleeding from the port. Leak from the port. No blood exposure to healthcare workers mucosal membrane.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. CAPA#1379444 was initiated. H3 other text : see h.10.